Event description:
Revision due to loosening of the glenoid component at the cement/ implant interface. The manufacturer of the cement used at the time of original implant is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The depuy (B)(4) examined the returned component. The glenoid bearing fractured as a result of material loss due to third-body wear (likely bone particles). There were no noted material defects or inclusions that would have contributed to the wear or fracture. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Based on the performed investigation, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.